Event description:
The patient underwent mitral replacement with this 25mm sjm masters series valve. The patient presented with an elevated gradient and immobility in one of the leaflets, suspected to be caused by thrombus. The patient had discontinued taking aspirin, but prior inr levels were adequate. Intravenous heparin was given, but had no effect. The valve was explanted and replaced with another manufacturer's device on (B)(6) 2014. During the procedure thrombus was noted to be present on the impeded leaflet. The patient is in stable condition following the procedure.